Event description:
The customer reported that after pipetting an hbsag plate on summit the technician observed that no conjugate was added to well b1. No error was generated. No death or serious injury was associated with this complaint.